Manufacturer narrative:
The returned device was evaluated and the device was returned not deployed. The download data shows the device completed 46 first prime pulses and was then deactivated after the completion of first prime. During investigation the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in a failure of the cannula to deploy.

Event description:
It was reported while a patient had been wearing a pod for less than an hour the pods cannula had not deployed. The patients reported blood glucose level was 141 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.